Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed to report the patient death. It was reported that on (B)(6) 2016, the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. The patient was stable post-procedure with a good mr reduction. On (B)(6) 2016, the patient fell down and died. The cause of death is unknown. There was no issue with the implanted clips and in the physicians opinion, there was no suspected link between the cause of death and the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that sudden death was reported 9 days after a successful procedure and there were no obvious adverse events that could have worsened patient condition. There is no relationship with the device. Based on the information reviewed, a definitive cause for the reported death could not be determined. Although a conclusive cause for the death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.